Event description:
It was reported that the needle was inserted into the pt & verified by CT scan. The dr attached the handle & began pushing slightly while screwing the needle into the bone. Immediately, the needle tip broke off into the bone & the upper portion of the handle grip bent. Remaining needle was removed & the tip remains lodged into bone material. No further complications.